Manufacturer narrative:
Ump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, keypad overlay texture damage and severely scratched lcd window. No unexpected pump error 23 noted after battery insertion. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high and low blood glucose and insulin pump had power error detected alarm. Customer¿s high blood glucose was 25 mmol/l, 30 mmol/l and low 2.5 mmmol/l. The customer was treated with the insulin pump and manual injection for high blood glucose and treated with some biscuit for low blood glucose. The customer declined troubleshooting for high and low blood glucose. The troubleshooting was performed for power error. The customer was advised the insulin pump will need to be replaced and advised to monitor the insulin pump and call back if the error recurs. The insulin pump will be returned for analysis.